Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: conclusion and justification status: the complaint states. It was reported that the impactor was found in the set broken. It was not used in the surgery. The investigation confirmed that the impactor had broken. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactors to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that (B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history lot: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor was found in the set broken. It was not used in the surgery.